Event description:
It was reported that when using the bd pyxis¿ es server, there was an issue with the mobile scanner for logistics. All scanners were unable to authenticate, and the error message displayed was unable to authenticate. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login to all scanners. Technical support specialist (tss) remoted into the es server, obtained the certificate, and added it to the devices. Contacted the customer and confirmed successful resolution after the certificate was added to the correct path on the handhelds. The system functioned as intended after the technical support specialist troubleshot the device.